Manufacturer narrative:
The returned sensor was evaluated. During failure analysis, the sensor was found to be malfunctioning. It failed visual inspection due to a torn outer jacket at the modular plug bend relief causing exposed wire jackets and outer shield. The cable also failed continuity testing; an open cable on the green conductor at the bend of the relief area at the modular plug. However, the cable was found to visually and audibly alarm during alarm conditions and no intermittent readings were observed.

Event description:
It was reported that the lnop dc-I sensor would not continuously read pulse ox. No patient impact or consequences were reported.